Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports per the dentist the aligners might be contributing to the aligners may be contributing to the following issues: gum recession, pain, and discomfort while wearing the aligners. The patient also noted that the pain was very intense, and the gums were bleeding. Current aligners noted as upper #9 and lower #7. Dental history includes orthodontic braces, aligners, and crowns at locations: 19, 30, 3, 14.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.